Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis and driveline and wound infections are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient also developed a febrile episode and enterococcus faecalis bacteremia on (B)(6) 2016 while hospitalized for a previously reported  ischemic cerebrovascular accident (cva).  The site reported that the event was likely secondary to the patient's hvad device and he was treated with intravenous ampicillin and gentamicin.  The patient is reported to have progressed well with this treatment and he was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
Additional information received indicates that there was no reported issue with the patient's aseptic dressing changes. The source of the sepsis remains unknown. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the reported event include the patient's recent cva and related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.